Event description:
Information was received indicating that this ambulatory infusion pump failed accuracy by -10.5%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. There were indications in the event history log that multiple delivery accuracy tests were performed by the user. Delivery accuracy testing performed during investigation were unable to duplicate the reported problem. The device performed within specification.